Event description:
A flaking substance from insert trails was discovered in pt's wound. The flaking substance was removed and the wound cleaned out and surgery way continued without harm to patient or delay in surgery.